Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. Customer mentioned everytime they change the infusion set they are unable to get insulin. The customer has seen blood in the needle. The customer declined troubleshooting for high blood glucose readings. The customer was advised to try other infusion set. The product was not returned for analysis.